Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels ranging from 180 to 361 (mg/dl). Customer performed infusion set, cartridge, and insulin changes to address bg. No infusion set site issues were experienced and no air bubbles were observed within the supplies. Customer had an alternate method of insulin delivery available.